Event description:
It was reported that the procedure was to treat the left internal carotid artery with heavy tortuosity but no calcification. The emboshield nav6 embolic protection system (eps) initially failed to cross the lesion due to the angulation of the anatomy. The barewire was exchanged for the 315 cm wire. A bern probe was used to catheterize the artery. The filter was deployed; however, when the delivery catheter was about to be removed, it was noted that the introducer sheath was almost completely out of the vessel and it was impossible to mount the introducer sheath on the barewire as it is too flexible. There were no issues removing the delivery catheter. A non-abbott stent was attempted to be advanced but failed. Pre-dilatation was performed with a 5 mm balloon and the acculink self expanding stent system (sess) was advanced to the lesion and deployment was started. There was resistance in the deployment mechanism and it was seen that the stent did not deploy even a millimeter. The deployment attempt was continued and when the deployment mechanism was released as if a spring was pushing them back to their original location. Therefore the acculink sess was removed and a curvature of the release sheath was noted. It is suspected that the introducer sheath that was almost expelled from the vessel was looping in the aortic arch and was twisted and bent. The non-abbott stent was ultimately deployed successfully and the emboshield nav6 eps filter was removed without difficulty. The patient had paralysis of the lower limb but this was not due to the devices, in the physician's opinion. Returned device analysis identified that the stent implant of the acculink was exposed 2 mm from the distal end of the sheath, no additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure and mechanical jam were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. As there was no damage noted to the device during inspection prior to use, it is likely the interaction with the heavily tortuous lesion contributed to the observed kinked sheath and hypotube resulting in preventing the shaft lumens from moving freely; thus, causing the reported mechanical jam and subsequent activation failure (stent). There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.